Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannula often falls out. Caller also stated the cannula plaster was still in situ but the cannula plate had completely detached from the body. Caller reported the issue occurs with varying batches of cannulas. No adverse event reported. Requested return of the alleged device for evaluation.